Event description:
Per the clinic, the patient experienced swelling and edema at the implant site followed by an infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent pressure bandaging and fluid drainage procedure for extraction of fluid accumulation on (B)(6) 2025. However, the issue could not be resolved. It was also reported that, the patient developed an infection at the implant site. Subsequently, the patient was hospitalized for two months (specific date not reported) and was treated with IV antibiotics (specific date and duration not reported). Device analysis report attached.